Manufacturer narrative:
Additional information in device evaluated by MFR?, evaluation codes and additional MFR narrative. Based on the customer report, the investigation could not determine the exact root cause of when and where the white fiber entered the eye. The customer stated the patient returned to the office to have the fiber removed, the possibility of the foreign fiber entering the eye during this time could be ruled out. Additionally, the suspect sample was not returned for this investigation. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported fiber in the anterior chamber during/after a cataract surgery. Additional information has been requested for this report. No updates have been received at this time.

Manufacturer narrative:
The product lot specific to this event is not known; therefore, a lot history review and a device history record reviews are not possible. No sample was returned for visual inspection or analysis. The source of the fiber could not be determined. The manufacturer internal reference number is: (B)(4).